Event description:
Pt in operating room undergoing placement of hip prosthesis. At insertion of cement pt became unstable and coded. When condition improved and pt stabilized, procedure was continued. At completion of procedure, pt coded a second time. She was again stabilized and admitted to the ICU.